Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the unit suddenly stared audibly alarming with no visual alarm. The customer stated they tried to make changes and the touch screen was frozen not allowing him to make changes. The customer stated there was a patient on this unit and the ventilator kept ventilating so there is no alleged injury or harm associated with this event.

Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was not able to duplicate the reported issue, but the investigation found that the control board was affected by a corrupted boot loader. This reported issue will be tracked and internally investigated.